Event description:
It was reported that an ilet had an unresponsive touchscreen after unlock, with a small crack noted at the top of the screen; the user attempted a restart via the app and cleaning of hands and device, but the issue persisted. Customer care provided support that included remote troubleshooting and replacement logistics. Investigation of this case revealed a suspected screen hardware malfunction associated with physical damage, preventing normal navigation beyond the unlock screen. Symptoms included no clinical effects reported. Outcomes included no alerts or alarms and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was device damage leading to touchscreen failure.